Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, during sensor deployment the needle of the sensor applicator bent. No additional event or patient information is available.